Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported large volume pump module had safety clamp issue was not identified during the customer call. The tech support recommended sending the device for warranty repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had safety clamp issue. There was no information on patient involvement. Although requested, further information was not provided.